Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not holding the charge like it used to and the ins was depleting quickly. The patient said their therapy was on 24/7 but the charging was slowing getting worse since (B)(6) 2019 and their healthcare professional suggested that the patient contact the manufacturer representative (rep) to check the implant. The patient stated that charging has been a pain from day one. The patient noted they would call the rep and an email was also sent to the local reps. No symptoms were reported. No further complications were reported/anticipated.